Event description:
It was reported that a white particle was found in the bd plastipak¿ luer-lok¿ syringe before use while preparing chemotherapy and taking a sample. The following information was provided by the initial reporter, translated from french to english: "during the preparation of chemotherapy the preparer wanted take nacl (lot 19i09e exp 09/21) with a 20 ml syringe. A once the sample was taken, the preparer noticed that there was a particle white in the syringe. The nacl bag had been used several times beforehand without notorious problem."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1908238. D.4. Medical device expiration date: 8/5/2019. H.4. Device manufacture date: 7/31/2024. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/23/2020. H.6. Investigation: one sample and two photos were provided to our quality team for investigation. The product was visually inspected and a white particle was observed inside the syringe. The particle was extracted and sent for material characterization and we found the substance was composed of plastic. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for reported lot 1908238, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. While we could not identify a direct issue, it was determined the plastic piece likely broke off from the protective equipment used in the machines which prevents any damage on the products. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: one sample and two photos were provided to our quality team for investigation. The product was visually inspected and a white particle was observed inside the syringe. The particle was extracted and sent for material characterization and we found the substance was composed of plastic. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review could not be performed. It was determined the plastic piece likely broke off from the protective equipment used in the machines which prevents any damage on the products. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence.

Event description:
It was reported that a white particle was found in the bd plastipak¿ luer-lok¿ syringe before use while preparing chemotherapy and taking a sample. The following information was provided by the initial reporter, translated from french to english: "during the preparation of chemotherapy the preparer wanted take nacl (lot 19i09e exp 09/21) with a 20 ml syringe. A once the sample was taken, the preparer noticed that there was a particle white in the syringe. The nacl bag had been used several times beforehand without notorious problem."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a white particle was found in the bd plastipak¿ luer-lok¿ syringe before use while preparing chemotherapy and taking a sample. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the preparation of chemotherapy the preparer wanted take nacl (lot 19i09e exp 09/21) with a 20 ml syringe. A once the sample was taken, the preparer noticed that there was a particle white in the syringe. The nacl bag had been used several times beforehand without notorious problem."